Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was lead migration. The outcome was resolved without sequelae. Interventions included repositioning the device. The event resulted in an unscheduled clinic or office visit. The patient reported pain recurrence. Imaging was performed and confirmed lead migration. The etiology was reported as related to the device or therapy and unlikely related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). The patient's main complaint was low back and leg pain. The patient had successful stimulator trial however had not been experiencing the same degree of relief since the permanent implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a revision on (B)(6) 2016. Since implant the patient complained and was going in to get adjusted. The implantable neurostimulator (ins) did not provide therapy like it did in the trial. They did a revision and took everything out and started over. It was unknown if it worked and then stopped working or if it never helped the patient's symptoms. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was a decrease in pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.